Manufacturer narrative:
The customer used the 840 ventilator to transport patient. The cse found the battery was not fully charged at the time of incident. The cse charged the battery. The vent passed all testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcore puritan bennett customer support engineer (cse) verified the malfunction in the memory. The cse inspected the device and found the battery was not fully charged. The cse charged the battery. No part replaced. The unit passed extended self testing.